Event description:
It has been reported that the bd¿ tube k2edta plh 13x75 3.0 plblce lav has been found experiencing 20 occurrences of underfill during use. The following has been provided by the initial reporter: the user reports: "some test tubes are defective, they do not fill up to the mark, therefore we must repeat the collection to the patient."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ tube k2edta plh 13x75 3.0 plblce lav has been found experiencing 20 occurrences of underfill during use. The following has been provided by the initial reporter: the user reports: "some test tubes are defective, they do not fill up to the mark, therefore we must repeat the collection to the patient."